Manufacturer narrative:
The following field was updated due to additional information: d.10. Returned to manufacturer on: 11/6/2019. H.6. Investigation: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for hub breakage with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to hub breakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that 10 bd vacutainer® blood transfer device holder with female luer adapters experienced hub separation from the device leaving the needle exposed during use. The following information was provided by the initial reporter: hub was broken when the syringe was connected.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for hub breakage with the incident lot was observed. However, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to hub breakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non- conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that 10 bd vacutainer® blood transfer device holder with female luer adapters experienced hub separation from the device leaving the needle exposed during use. The following information was provided by the initial reporter: hub was broken when the syringe was connected.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd vacutainer® blood transfer device holder with female luer adapters experienced hub separation from the device leaving the needle exposed during use. The following information was provided by the initial reporter: hub was broken when the syringe was connected.